Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
At this time this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Event description:
The lead was later returned for analysis.

Event description:
Boston scientific crm received information that during a device replacement procedure, this left ventricular (lv) lead was found to be in the patient's atrium. Since the patient was being downgraded to a implantable cardioverter defibrillator (ICD), they no longer required an lv lead. This lead was therefore explanted. To date, there have been no reported adverse patient effects related to this clinical observation.